Event description:
Revision surgery performed due to fracture of the femoral component.

Manufacturer narrative:
H3, h6 - one 86-4109 p.f.c. Femoral knee was received for non-destructive visual analysis. The device fractured transversely through the posterior distal chamfer on the medial condyle. Visual examination of the fracture surface revealed it to be a fatigue failure. No material or mfg defects were evident.